Event description:
Pro-vent arterial blood sampling kit. The unopened package has a clear plastic front and it is visible that the package does not contain the syringe and needle to retrieve blood. While only one of these was retained, the respiratory therapist reported that there were four or five other abg kits without the syringe and needle as well.